Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There is no specific complaint issue alleged by the customer, however, during servicing of the device at the manufacturer's service center an issue was observed. The device failed testing due to the active exhalation control module (aecm). The technician replaced the aecm to address the issue. This issue could affect the devices ability to perform at published specifications. The device passed all final tests.